Manufacturer narrative:
Exemption number e2019001. It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 12x80mm armada 35 percutaneous transluminal angioplasty (pta) catheter was used with a non-abbott guide wire. The pta balloon ruptured, and the catheter became stuck on the guide wire. A portion of the marker and balloon became separated in the anatomy, and surgery was performed to remove the separated portions. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation was confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The armada 35 instruction for use states: do not advance the armada 35 / armada 35 ll pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. In this case, the difficulties appear to be related to case circumstances. The investigation determined that the reported difficulties were likely due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 2017- failure to follow steps/instructions.

Event description:
Subsequent to filing the initial MDR, the following information was received: the procedure was performed to treat the common carotid artery. The 12x80mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance, and the balloon was inflated once to nominal pressure before it ruptured. There was a clinically significant delay in the procedure. No additional information was provided.